Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable connector locking nut was missing. As a result, the electrode belt was unable to securely connect to a monitor. The root cause for the broken locking nut could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, the trunk cable connector locking nut was broken on electrode belt sn (B)(4). The last pt to use this electrode belt did not report any deficiencies.